Event description:
It was reported that there was a warning for the right atrial (ra) lead and a polarity switch had occurred. The notable data indicated there were four low impedances since the ra lead warning. It was noted that the unipolar lead impedance was 815 ohms. There were also atrial high rate episodes with non-physiological rates that were suspected of being the ra lead sensing myopotentials. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507658 implantable pacing lead (B)(6) 2001. (B)(4).